Event description:
It was reported the left ventricular lead exhibited high thresholds. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. Concomitant products d314trm implantable cardioverter defibrillator (ICD)  2013-(B)(6), 0295 competitor implantable tachy lead 2013-(B)(6), 5076 implantable pacing lead 2013-(B)(6), (B)(4).